Event description:
Elderly male patient immediately status post cardiac cath with stent placement x2 marginal branch of circumflex artery. Deployment of boomerang closure assist device. Patient became unresponsive after transfer to inpatient bed. Did not respond to acls. Expired. Autopsy showing dislodgement of femoral artery closure device and massive retroperitoneal hemorrhage.